Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer was staggering, and lost consciousness. Troubleshooting was performed. The time and date were incorrect, but the basal rates were correct. Assisted with the time and date. The insulin pump passed the prime and high pressure tests. Nothing further was reported.